Event description:
The catheter would not deflect properly. This was an out-of-package failure. Another catheter was used without a problem. No harm came to the patient.====================== health professional's impression======================